Event description:
Push button was sticking when injecting [device malfunction]; (B)(4). Needle broke off inside her skin [device breakage]. Case description: the incident does not represent a serious public health treat. Medical device info: (B)(4). This spontaneous case from (B)(6) was reported by pharmacist as "push button was sticking when injecting", "bruising" and "needle break off inside her skin" and concerns a female pt of unk age treated with novomix 30 flexpen (dual-acting insulin aspart) from (B)(6) 2007 and ongoing due to type 2 diabetes mellitus. Furthermore, the pt was using novofine 30g (needle). Pt's height and medical history were not reported. On (B)(6) 2010, the pt experienced that the pushbutton was sticking when injecting and the pt also had a needle break off inside her skin. The pt was able to remove the needle from her skin herself. The pt also experienced bruising. The pt was considered as recovered from all the events. Comment: company comment: the push button of flexpen was sticking when the pt injected, and the pt experienced a needle break off inside her skin and bruising. The reporter states that a causal relationship to suspected products was possible. However, it is unk whether or not the pt has been trained in the use of flexpen, the suspected product stored according to recommendations or the pt misreading/misunderstanding the instruction for use. Analysis testing results by novo nordisk shows that observed problem of novofine is due to incorrect handling during use, and there is nothing abnormal with the device mechanism. Treatment with novomix flexpen is ongoing in this pt. Novo nordisk has recommended that the pt's doctor, diabetes education nurse or pharmacist should have shown the pt how to use flexpen and novofine. Any deviations from the instruction manual recommended by novo nordisk may cause the damage of medical device; as a consequence, this can result in the potential injury to the pt. Analysis reply: product: novomix 30 flexpen. Lot no: xh70908. Device conclusion: pen parts/mechanism: visual and functional examinations were performed. The force required to depress the push-button was measured. The result was within acceptable limits. During testing/investigation of the pen, it has not been possible to detect any irregularities. Product: novofine g30, 8mm. Lot no: unk. Needle conclusion: microscopical examinations performed. Needles tested for flow with measure threads. Needles tested for silicone on pt needle. Needles tested for resistance to breakage. The used needle had a damaged needle point. Needle points are very delicate and should be handled very carefully to avoid damage prior to/ or during use. Case conclusion: product info: nothing abnormal was found with the device mechanism. The observed problem is due to incorrect handling during use.

Manufacturer narrative:
Eval summary: the observed problem is due to incorrect handling during use.